Manufacturer narrative:
The local area field representative was contacted for additional information regarding adverse patient effects. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room (ER) due to a lack of pacing. A device check revealed non-capture at 7.5v at 2.0 ms and high out-of-range pace impedance measurements greater than 3,000 ohms in bipolar. After a switch to unipolar, the observed pace impedance measurement was 360 ohms with a threshold measurement of 1.4v, and the patient was subsequently discharged from the hospital. It was noted that the signal artifact monitor (sam) vector switched due to ventricular noise. Rv lead fracture was suspected, but x-ray imaging was unable to identify any particular lead damage. There was no other indication of abnormal impedance or threshold measurements since implant. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency room (ER) due to a lack of pacing. A device check revealed non-capture at 7.5v at 2.0 ms and high out-of-range pace impedance measurements greater than 3,000 ohms in bipolar. After a switch to unipolar, the observed pace impedance measurement was 360 ohms with a threshold measurement of 1.4v, and the patient was subsequently discharged from the hospital. It was noted that the signal artifact monitor (sam) vector switched due to ventricular noise. Rv lead fracture was suspected, but x-ray imaging was unable to identify any particular lead damage. There was no other indication of abnormal impedance or threshold measurements since implant. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient experienced bradycardia secondary to the lack of pacing, however, the bradycardia was resolved after switching to unipolar. This rv lead remains in service. No additional adverse patient effects were reported.